Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the x25 final tightener was broken from the tip. The broken fragment was not returned for evaluation. The customer's complaint can be confirmed because the damage shown on the device caused the device to malfunction. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the x25 final tightener would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Dimensional inspection: n/a. Device history lot: a review of the receiving inspection x25 final tightener, was conducted identifying that lot number: gm6142117 released in one batches. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 18 jan 2024 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon did a scoliosis spinal surgery and stripped 4 shafts. The correction involved multiple compressions and distraction maneuver. Expedium 5.5 ti was used, where the torque drives are known to strip easily. The patient was not impacted, therefore no patient information was obtained. The torque drives are available for return. Surgery was completed with spare torque drives. Surgery was completed successfully with no surgical delay. This report involves one x25 final tightener.